Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not confirm the reported event of a hardware failure.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Distributor did not report any injury or medical intervention.